Manufacturer narrative:
Performed evaluation not confirmed any anomalies. The archival sample and returned sample are within the product specification requirements. The lot number c58f6 was complained for the first time. Device history records were reviewed, no records confirming the defect were observed.

Event description:
Customer was giving injection and was able to prime the needle, but when she went to inject the insulin, it would not inject, and when she pulled the syringe out, the needle stayed in her skin. She was able to pull the needle out of her skin. She will start a new box of pen needles and return this one to us for investigation.